Event description:
Related to MFR report # 2183959-2011-00399. It was reported that, "on or about (B)(6) 2005." The pt was implanted with a "monarc subfascial hammock." This was done to treat, "stress urinary incontinence and pelvic organ prolapse," "after and as a result of the implantation of the pelvic mesh products," the pt allegedly, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissues, vaginal scarring, additional surgeries and other injuries." "In the last two years," the pt experienced vaginal erosion and sought medical attention and had additional surgeries. "As a result of having the pelvic mesh products implanted into her," she reportedly has experienced, "significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.